Event description:
It was reported that during the use of the product, an alarm sounded. The customer checked the pump and the status was "run". He then pressed the stop key, and a "no disposable, pump won't run" alarm message appeared on the display. Next, the customer detached and then re-attached the cassette, but the alarm persisted. So he changed the pump and the cassette to another ones, and currently they are working properly. No patient injury was reported.

Manufacturer narrative:
Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined due complaint was not confirmed. Actions taken were not performed due complaint was not confirmed.